Event description:
The patient contacted lifescan (lfs) and reported that their one touch meter was in wrong unit of measurement (mg/dl instead of mmol/l). The subject meter may have been in the wrong unit of measurement possibley for the last three to four weeks. The date and time in the meter was also incorrect. In 07/2005, the patient was taken to the hospital. Prior to going to the hospital they had taken their set amount of insulin (patient ddoes not recall if a blood glucose test was performed). It was suspected that they may have had a ministroke and therefore was taken to the hospital. Blood tests were performed, however, the patient was not aware of any of the results. They were not given any medications for diabetes at ths hospital. About 4 days later, the patient thought that there might be a weakness on their right side and therefore, went to the hospital to get some tests done. They were admitted to the hospital where a CT scan, a dopler test ( to see blood flow in-veins/arteries) were performed. Their blood thinning medication (dipyridamole) was increased. No diabetes treatment given. They were discharged from the hospital in 07/2005. Two days later, they were still displaying the same symptoms as before (weakness in right side) and was taken to the hospital. No diabetes medication given except for the ormal set amount of insulin. The CT scan result determined that the patient did not have a stroke. The patient also has high cholesterol, high blood pressure, and a hiatur hemia. During troubleshooting, it was verified that this was not a new product and that the meter was previously set in the correct unit of measurement. The patient does not remember going into the meter settings and changing the units of measure and there is no evidence of user error. However, the patient did not ecperience any injury due to the product. They were taken to the hospital, but was not given treatment for their diabetes. Therefore, this case is reported as a meter malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings. A replacement meter was sent to the patient.